Manufacturer narrative:
Qn#(B)(4). DHR is not available for review. Received one ez-connect extension line from needle pack 9001p-EU-005, ez-io 25mm needle + stabilizer bx/5 (EU) for investigation. The ez-connect extension line was visually inspected for any signs of abuse/misuse/damage. Nothing noted. Functional inspection was performed in order to replicate the reported complaint. A lab inventory syringe was filled with water. The ez-connect extension line was securely connected to a lab inventory syringe and a lab inventory ez-io cannula hub. A rubber plug was used to occlude the end of the cannula hub. Water was injected into the sample and no leaks were observed. Therefore, the complaint cannot be confirmed. The certficate of compliance certifies that the aforementioned lot meets the lake region medical quality system (viant) requirements and specifications. This product has been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle set passed all the release criteria. The needle set was released in 12/2018 and is approximately 1 year old. Functional inspection did not confirm the complaint. When water was injected into the ez-connect extension line, there were no leaks detected. No corrective/preventative actions will be assigned. The reported complaint cannot be confirmed via functional inspection. The ez-connect extension line was securely connected to a lab inventory syringe filled with water and a lab inventory ez-io cannula hub. When water was injected, there were no leaks detected.

Event description:
It was reported that a kid was in state of shock device inserted (needle and ez-connect extension). Blood flux visible. We observed a leak of physiological serum (from flushing) and platelets (transfusion) coming from the luer lock connector. There were no clinical consequences but delay in emergency procedure. 2nd kit opened to use new ez-connect extension. The needle was not replaced. Child transferred to another center, so the needle is not available (in situ). Only the ez-connect extension is available. Further information indicates that there was a delay in treatment of 2-3 minutes, time to remove the needle and insert another one.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a kid was in state of shock device inserted (needle and ez-connect extension). Blood flux visible. We observed a leak of physiological serum (from flushing) and platelets (transfusion) coming from the luer lock connector. There were no clinical consequences but delay in emergency procedure. 2nd kit opened to use new ez-connect extension. The needle was not replaced. Child transferred to another center, so the needle is not available (in situ). Only the ez-connect extension is available. Further information indicates that there was a delay in treatment of 2-3 minutes, time to remove the needle and insert another one.